Event description:
Customer reportedly tested hi earlier in the day. At approx 10:00 pm, he received another hi result. He reportedly took 54 units of regular insulin. Caller reports that approx 30 minutes later he was taken to the hosp due to low blood glucose symptoms and tested 40mg/dl on the hosp device. He received an IV and remained in the hosp for 4 days. No quality controls were used. Requested return of suspect device and replacement was sent.